Manufacturer narrative:
The customer stated that service was dispatched and the sata hdd cable was replaced and the instrument was operational.

Event description:
The customer stated that there was smoke seen coming from the rp 500. There was no report of injury due to this event.